Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, hard nodules, inflammation nodules and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation and skin irritation: warnings ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration. Refer to the adverse events section for details. Adverse events ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips and perioral lines as well as juvéderm ultra plus® xc in the mid cheeks. About a month later, the patient returned to clinic after developing inflammation of the upper lip and left marionette that felt like a hard nodule. Patient also had a dental cleaning done the same day symptoms developed. Patient was prescribed cloxacillin and keflex a few days later. The patient had no improvement and the swelling got worse. Patient was then prescribed prednisone 2 days later which reduced the swelling "somewhat." Patient would have "increased swelling in the morning until mid afternoon which would go down substantially by night time." Another 2 days later, the patient was treated with hyaluronidase and there was little improvement after multiple treatments. Patient was also given biaxin and amoxicillin. About a week later, the patient had returned to the clinic and the swelling had appeared to be worse with more hard nodules in the mid cheek. Patient is still "very swollen if not worse" including being very swollen around the eyes. Patient takes reactine daily for seasonal allergies. This is the same event and the same patient reported under MDR ID #3005113652-2017-01094 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus® xc, also a device manufactured by allergan.